Manufacturer narrative:
The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case identified during the visual inspection. Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: unexpected low battery alarms on (B)(6) 2024 at 18:13:00.000, (B)(6) 2024 at 20:42:00.000 and (B)(6) 2024 at 05:43:00.000 replace battery alert on (B)(6) 2024 at 15:14:00.000. Replace battery now alarm on (B)(6) 2024 at 15:45:00.000. Pump passed self test, active current measurement and displacement test. However, pump received with a high sleep current measurement. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly noted. ¿swapping out test boards confirms high sleep current measurement is isolated to pcba 1. Customer alleged for unexpected battery power loss, charge/battery lasts less than expected confirmed, unexpected low battery alarm found in the pump history, pump received with a high sleep current measurement, problem isolated to the pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss, charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1885. The customer reported receiving replace battery alert/replace battery now alarm. Troubleshooting was performed and it was determined that this was the second occurrence of receiving alarm in less than 8 hours after the low battery warning. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1885 was requested and customer response was the device will be returned.